Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report and observed that this is because of the time change made by the user. This is expected behavior. The reported event is confirmed however its expected behavior. After thorough investigation , we observed in the reports that user has updated the pump to future time causing the data to be ambiguous for current date range. To assist with the resolution , provided the below feedback to helpline support team. As stated user did a time change on 31st dec 2025 to 31st december 2026 and the correct time has been updated on 1st jan 2026. However uploads made until jan 3, 2026 contains the time change event causing the data to be ambiguous for current date range. This is expected. Try to generate report from 5th jan 2026 to 19th jan 2026 , data should be available. Refer attached weekly review report the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. The root cause of the issue is because of the time change made by user in pump. Helpline did not confirm whether the provided recommendation resolved the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue with carelink report and stated no graffic shown on the report. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubltroubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for mmt-7333.